Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg stopped accepting a charge. In turn, the ipg became inoperable and on an unknown date, the patient had the entire system explanted and replaced with a competitor's system. No additional information was provided.